Event description:
Information was received indicating that a smiths medical cadd legacy 1 failed accuracy by -7.7%. There was no reported adverse event.

Manufacturer narrative:
Additional information was received indicating the reported issue occurred during testing. Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Functional testing involved accuracy testing. Three separate accuracy tests were performed and it was found that the pump was over delivering to manufacturing specification. The expulsor was trimmed to bring delivery accuracy closer to nominal of a range.